Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The physician reported via phone call that insulin pump had hardware low level failure error. The customer blood glucose was 180 mg/dl. The customer ran self test. The customer was able to cleared the pump error, they received a battery test failed message. The insulin pump will not be return for analysis.